Event description:
The product was returned to the MFR for analysis with no documented reason for return.

Manufacturer narrative:
Final device analysis results reveal broken straight wire conductors in the lead; the #4 conductor/wire is broken. Results - the fracture is located on the proximal side of the #4 electrode, where the epoxy is cracked.